Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited low out of range pacing lead impedance measurements less than 200 ohms. Boston scientific technical services (ts) checked the remote monitoring system and determined changes in pace impedance trend from 400s to less than 200 ohms. Also, numerous non-sustained events were noted with noise on the rv rate sense. Additional information indicated that the lead was not viewed under fluoroscopy nor tested on a pacing system analyzer (psa). Moreover, oversensed noise did not lead to pacing inhibition of more than 2 seconds. The ICD was explanted while the rv lead was abandoned surgically. The ICD and rv lead were no longer in service. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.